Manufacturer narrative:
Patient weight is unknown but the patient was reportedly not obese. Additional product code: hrs. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hand surgery on (B)(6) 2018. During insertion, two (2) titanium cortex screws broke. The surgeon chose to leave the two (2) broken screw shafts in place and more screws were then inserted. It was noted the surgeon had difficulty inserting one of the screws that was the same size as the two that broke. The bone was redrilled and reportedly the drill bit also broke. No extra surgical actions were required. There were no fragments generated from broken devices. There was no reported surgical delay. The procedure was successfully completed. Patient outcome was stable. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 03.130.200 , synthes lot number: f-23907 , supplier lot number: f-23907 , manufacturing date/release to warehouse date: 24.jan.2018 , manufacturing location: selzach , supplier: (B)(4). According to the manufacturing documents the correct material was used and the hardness parameters were within the specification. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Customer quality investigation: the following investigations were performed: breakage: device condition: visual inspection performed at customer quality (cq) observed the returned drill bit was broken at its flutes in the distal region. Only few broken fragments of the broken site were returned. No new malfunctions were identified. Dimensional analysis and document/specification review: drawing review: based on the date of manufacture the following drawings were reviewed. Top level drawing for drill bit. Dimensional inspection performed at the broken region measured the diameter to be 1.09 mm that falls within the specification of 1.07 mm to 1.1 mm. Lot number review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Furthermore, the material review performed showed that correct material was used, and the hardness parameters were within the specification. The met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process and therefore no design and aterial related issue that would contribute to complaint conditions were observed. Conclusion: a definitive root cause for the given complaint condition could not be determined from the provided information. However, it is likely that any unintended excessive forces encountered by the device during usage/possible usage of device on dense bone could have contributed given complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.